Event description:
It was reported a lead migration/dislodgement occurred on the ¿abnormal¿ ventral lead. It was found via interrogation and with an x-ray. It was related to the procedure and actions taken included an explant/replacement surgery on (B)(6) 2014. The patient recovered without sequelae on the day of surgery. It was further reported the lead was anterior which was determined my fluoroscopy. The lead was removed and replaced by a new lead. The fluoroscopy showed the new lead was dorsal. The issue was resolved. The patient had been recently implanted and they were getting coverage prior to surgery and still were at the time of report with one of the original leads. There were no patient symptoms and the patient status at the time of report was alive with no injury. It was further reported it was component related to lead 1 but not neurostimulator related.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).